Event description:
It was reported that when the patient presented through merlin.net transmission, an alert for device in backup vvi (bvvi) was observed. The patient presented in clinic for the device check and device was found to be in bvvi mode. It was confirmed that the bvvi occurred due to the interaction with a merlin@home remote monitoring transmitter. Device download was performed successfully. There were no adverse consequences to the patient.